Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they are getting holes in their teeth near the gums. They have 3 of these holes. Patient advised to see their dentist before continuing any further aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.